Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-12. Investigation summary: photos were provided and a sample was returned from the customer. The photos show a white, foreign substance inside the broth. The sample was inspected by quality control and was confirmed to contain foreign matter. ID testing was performed by qc and the foreign matter was identified as bacillus subtilis. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on this complaint batch. A review of complaints was performed and there were no additional complaints filed for this batch. Complaint trending was performed and no trends were identified associated with the complaint batch or defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.